Event description:
It was reported that the patient's device showed power on reset (por) during interrogation. The device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data, and power on reset parameters were noted. On (B)(6)2010, the device recorded a critical ram parity error power on reset.